Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient states there was solution covering the table the cycler sits on and was unable to pinpoint exactly where the solution was coming from. Patient reports no ill effects. She states that she receives 1 dose of antibiotics as a precaution. Patient denies fever, chills or pain. Effluent has remained clear. Sample is available for evaluation.